Event description:
It was reported that during a training/demo of the da vinci system, an intuitive surgical, inc. (Isi) technical support engineer (tse) had been contacted after a fault had been reported on the universal surgical manipulator (usm) 4 with a recoverable fault. The tse had documented that the fault had been recovered, but usm 4 had faulted again whenever the system had been re-docked and usm 4 had been attempted to be used. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event.